Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient developed a possible infection at the ipg and lead sites. Symptom was a little red around the battery and lead placement. The physician did not decide if it was a true infection, but gave some proactive antibiotics. The physician believed that it was related to the procedure and not to the device.